Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to hemolysis. The patient did not have hyperbilirubinemia (>2 mg/dl total bilirubin). The cause of hemolysis was reported to be device related causes due to transient appearance of orange urine/hematuria and below the haptoglobin detection sensitivity. During their admission, the patient was treated with heparin and intensified anticoagulation and was discharged on (B)(6) 2024.

Manufacturer narrative:
Section d1, brand name: corrected section d4, catalog number: corrected section d4, primary UDI number: corrected e1: reporter email was not available. Manufacturer's investigation conclusion: this event was determined to be a supplemental information. All investigational findings will be submitted under MFR # 2916596-2024-00488.